Event description:
Event was reported to caldera medical by an attorney. The pt has suffered blurry vision, water retention, pain in abdomen, and pain during intercourse. No further info has been provided.